Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an unnamed procedure on (B)(6) 2026, and ¿the valve of the airseal trocar sound cap was damaged, so its use was discontinued and the entire trocar was replaced.¿. The procedure was completed with the use of an alternate same device. Further assessment found "the information is very limited, but the fragment did not fall into the surgical site". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.